Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood gluocse level was between 181-182 mg/dl. During troubleshooting with tandem technical support the pump was functioning as expected.